Manufacturer narrative:
(B)(4).

Event description:
It was reported that "needle bent in 2 kits during clinical product trial. To resolve the issue, they used a competitor needle and filter with our teleflex catheter. There was a delay in treatment." Additional information received on may 26, 2026, indicated that "the incident occurred in theatres, the needle bending once applied in thoracics. They were two different kits from the same batch with the same issues on both occasions. No resistance or unusual force experienced, same technique applied each time, and the third was successful using a competitor product and teleflex catheter. No damage observed on opening the kit before use." Two needles involved. Associated mdrs: 3006425876-2026-00666.